Event description:
After drilling the pilot hole with a 2.9mm drill (B)(4), we proceed to implant the suture anchor into the hole. After knocking the implant in, we tightened the sutures and locked the knob at the back of the implant. Consequently, we removed the handle, upon removing the handle, the bioraptor knotless came out of the hole. We then implanted a new anchor in a new hole with no problem.

Manufacturer narrative:
The returned anchor was visually and dimensionally inspected. The inner plug was tightened down all the way consistent with the complaint description. All critical features were within specification. The devices passed all functional testing. There were no manufacturing or material defects that would have contributed to the reported results. (B)(4).

Manufacturer narrative:
(B)(4)